Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that flicker was coming in the image due to defective cable unit. The phenomenon of displaying no image could not be duplicated. Omsc presumed that the image flickering was caused by communication failure due to breakage of the cable unit, but the cause of cable break could not be identified. The cause of displaying no image could not be conclusively determined.

Manufacturer narrative:
The field service engineer checked the subject device and found that horizontal lining was coming on image, and sometimes no image was displayed. The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, horizontal lining was coming on image intermittently. There was no report of patient injury associated with the event.